Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they initially experienced a recoverable fault, error 40084, on universal surgical manipulator (usm) 3. The user was able to power cycle the system to get usm 3 to complete self-testing, but the error was advised to potentially return, and the usm could be disabled if needed. Later, the user called back when the issue reappeared, having already performed a hard power cycle prior to calling. The system was functional for a short period before faulting again. The tse recommended bringing in the patient side cart (psc) from another system, but it was currently in use. The user was unable to complete the case with only three usms, so they opted to continue recovering the fault and push through the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noticed error 400084. The fse then replaced universal surgical manipulator (usm) 3. The system was verified and ready for use. The unit was analyzed and the 40084 error was found indicating common link and hirose fiber issues on rolling loop fibers confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram and rolling loop fibers for power reading below 75 rx power. Once testing was completed, the rolling loop fibers were aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis.